Event description:
Additional information: it was reported that the patient was having "power off" alarms while being supported with the power module. The patient was asymptomatic during the events. The patient was placed on an ungrounded patient cable. On (B)(6) 2015, the pump was explanted.

Manufacturer narrative:
(B)(4): the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received brief audible and visual red heart alarms on two occasions overnight. The patient presented to the hospital and upon history interrogation, several low flow, driveline disconnect and pump off advisories were noted for brief time periods. The patient was asymptomatic, but could feel pump speed oscillations. The patient was placed on an ungrounded patient cable. The manufacturer's technical services representative reviewed the provided x-ray images, which did not appear to show any areas of interest. On (B)(6) 2015, technical services evaluated the driveline and a distal driveline replacement was successfully performed. It was reported that no subsequent alarms have occurred.

Manufacturer narrative:
Device evaluation: low speed, low flow, and motor stop events were confirmed through the evaluation of the submitted system controller log file. The alarms all occurred while the patient was operating on the power module. Approximately 17 inches of the external portion of the driveline was returned for further evaluation. No breaches in the wire insulation were identified. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the insulation but no areas of compromised insulation could be confirmed. The evaluation of the replaced portion of the driveline could not confirm a device-related issue. The patient has reportedly experienced no more alarms since the driveline distal end replacement. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation the evaluation of (B)(4) revealed internal driveline wire damage. The device was returned assembled with the driveline cut approximately 2 inches from the pump housing with an additional 3 inch and 13 inch section returned as well and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Visual analysis of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A driveline distal end replacement was performed on (B)(6) 2015. A section of the driveline approximately 17 inches long was returned for evaluation. No breaches to the insulation of any of the wires were identified. The driveline was cut approximately 2 inches from the pump housing with an additional 3 inch and 13 inch section returned as well and the distal portion of the driveline was not returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the severed 13 inch portion of the lead revealed a breach to the yellow wire approximately 10 inches from the pump housing. This damage appeared to be the result of repetitive abrasion against the braided shield. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported alarms and pump stoppages. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.